Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device with the assistance of the customer. The reported problem was confirmed. No repairs were completed by the product support engineer (pse). A multi-vendor/clinical engineering department handled the service call. The touchscreen was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen does not work and cannot be calibrated. It was reported there was no patient involvement at the time the issue was discovered. Investigation is ongoing.

Manufacturer narrative:
E1 reporting address line 1: (B)(6) reporting address state: (B)(6) reporting address postal: (B)(6) reporter phone number: (B)(6).